Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2020. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2020. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported on september 11, 2017, the patient received an abdomen CT scan. Findings revealed that the ivc filter was tilted 8 degrees to the long axis of the ivc, with the filter apex contacting anteromedial wall of the ovc. The apex of the filter lies 2.2cm superior to the superior aspect of the right renal vein junction with the ivc, level of inferior aspect of the left renal vein junction with ivc. The struts perforated the ivc wall.